Event description:
A hospital in (B)(6) reported via our distributor that two rt340 adult breathing circuits failed the ventilator leak test. They found the expiratory limb of the circuits were damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the two complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) and were visually inspected. Results: visual inspection of device 1 revealed that the evaqua expiratory limb had a hole approximately 5cm from the patient end connector. A lot check revealed five other similar complaints for lot date (B)(4) . Device 2 was visually inspected and a hole was observed in the evaqua expiratory limb approximately 5cm from the patient end connector. A lot check revealed two other similar complaints for lot date (B)(4) . Conclusion: based on our visual inspection, the subject expiratory limbs appear to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp and blunt objects and non-fph circuit hangers.